Event description:
Eighteen gauge needle used to administer medication via injection site. When withdrawing needle, the injection port balloons out or becomes unseated, thus compromising the integrity of the line.